Event description:
The customer alleged they received questionable albumin, cholesterol, and triglyceride results on their p-module. It was unclear the number of patients involved in this event. The customer provided data for either nine or 17 patients, of which four or nine patients had discrepant albumin results that were reported outside the laboratory. The customer provided two sets of data. Some of the values between sets were approximately the same. It was unclear whether the similar data were duplicates. The customer stated the integrity of the samples appeared to be ok. The customer changed the sample probe before repeating the albumin tests in the afternoon of (B)(6) 2013. The first patient's initial 60.81 g/l. The repeat result was 44.25 g/l. The second patient's initial result was 64.29 g/l. The repeat result was 48.08 g/l. The third patient's initial result was 60.3 g/l. The repeat result was 39.86 g/l. The fourth patient's initial result was 54.51 g/l. The repeat result was 41.91 g/l. The customer also provided the following data. It was unclear if these results are from the same patients as the data above or new patients. The fifth patient, a male born on (B)(6), had an initial result of 60 g/l. The repeat result was 40 g/l. The sixth patient, a female born on (B)(6), had an initial result of 55 g/l. The repeat result was 42 g/l. The seventh patient, a female born on (B)(6), had an initial result of 62 g/l. The repeat result was 42 g/l. The eighth patient, a female born on (B)(6), had an initial result of 64 g/l. The repeat result was 43 g/l. The ninth patient, a male born on (B)(6), had an initial result of 61 g/l. The repeat result was 44 g/l. The customer stated the mistake was recognized quickly and no mistreatments followed the discrepant results. There were no adverse events. Albumin reagent lot number and expiration date were not provided. A precision check was performed which was acceptable. The field service representative went on site and changed the gear head pump.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative replaced the sample arm. There have been no further reports of any issues. The instrument was working within specification.